Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that the tip of the wire detached inside the fistula during a right arm fistulogram. The physician was able to retrieve the tip using a snare with no further complications.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. No definitive root cause could be determined however, it appears that excessive force was applied to the device during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.